Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
Related manufacturer report number: 2017865-2021-08759; related manufacturer report number: 2017865-2021-08760; related manufacturer report number: 2017865-2021-08761. It was reported that the patient experienced a bacteremia infection. It was suspected there was possible implantable cardiac defibrillator related endocarditis. The system was removed. The patient was in stable condition.